Manufacturer narrative:
Additional data: there was patient contact with the lens, but no patient injury. The lens was intraoperatively exchanged. Another staar lens and injector was used as back-up and the patient is fine. The reporter does not know what caused the injector to break. Corrected data: it is a product problem, not adverse event. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in four pieces in liquid in a lens case/vial and the delivery system returned in a biohazard bag with red clear surgical residue/ debris on product. Visual inspection found the optic and haptic torn and a haptic piece missing. Visual inspection found the injector looking dirty with some cracks on the plunger and finger grip. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a, +19.0 diopter, intraocular lens in the patient's eye (od) on (B)(6) 2017. During the insertion, the lens tore and the injector broke. There is no patient injury and no widened incision or suture. The lens was exchanged with a back-up lens.